Manufacturer narrative:
(B)(4). The date of event has been updated to (B)(6) 2015. It should be noted that stenosis and ischemia are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the final medwatch report, additional information obtained: on (B)(6) 2015, the patient was hospitalized for chest pain, stent thrombosis, positive ischemia test, and a st elevated myocardial infarction (stemi) was diagnosed. For a short duration, ventricular tachycardia (v-tach) was noted, treated with medication. Another percutaneous intervention (pci) was performed, placing an unspecified drug eluting stent (des) in the re-stenosed mid right coronary artery (rca) lesion. On (B)(6) 2015, the event resolved without sequela and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on 09/15/2015, a 3.0x23mm xience alpine stent was successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2015, the patient was discharged home. On (B)(6) 2015, the patient was admitted to the hospital for chest pain, a stent thrombosis was noted, and a st elevated myocardial infarction (stemi) was diagnosed. Unspecified treatment was provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina, myocardial infarction and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: on (B)(6) 2015, the patient was hospitalized for chest pain, stent thrombosis and a st elevated myocardial infarction (stemi). Another percutaneous intervention (pci) was performed as treatment.